Event description:
Medela "quick clean" micro-steam bags are supposed to have a vented hole along 1 side the bag where steam is released when water and contents are microwaved for sterilization. Bag developed a hold where the bag is meant to be picked up. When nurse picked up back where the bag indicates "hold here" steam burned nurse's hand. FDA safety report ID # (B)(4).